Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was an open green (+3.3v) wire and an open black pulse wire in the trunk cable. The cause for the inability to communicate is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the open wires.

Event description:
A zoll distributor electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.